Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived on site to address the reported event. Fse powered up the device and started up; however, was unable to duplicate the error. Next, fse checked the syringe unit, sampling needle, and prefilter, and no issues were noted. When fse ran patient samples, all the total areas were between 1800 and 2300 for all twelve runs. Quality control (qc) also passed without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 13864503 from 01oct2017 through aware date 01nov2018. There were no similar complaints identified during the search period. . The g8 operator's manual under chapter 6- troubleshooting, states the following: 200 area low error three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event was unknown.

Event description:
It was reported that the customer received "200 area low" errors with their g8 analyzer. The customer attempted to troubleshoot by changing the filter and checking the waste line for back up. Technical support (ts) instructed the customer to change the sampling needle and repeat controls; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event which here resulted in a delay in reporting for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.